Event description:
It was reported that the patient experienced a loss of therapeutic effect after exposure to a security gate at a federal building. It was noted that the device was turned on at the time of exposure. It was also stated that the patient's leads were "broke" and causing sciatic pain. Additional information received reported that the patient experienced increased right leg pain over the past 1-2 months. The patient stated that a manufacturer representative told him the wire inside the lead had been broken and his hcp told him the spinal cord stimulator caused the right leg pain. The patient was looking for a physician to explant the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Lead: model 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Accessory: model 37752, serial# (B)(4). Accessory: model 3550-39, lot# n273906, implanted: 2011 (B)(6), explanted: na.